Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be addressed when the investigation is complete. This event occurred in the (B)(6).

Event description:
Allegedly revised due to dislocation subluxation.

Manufacturer narrative:
Complaint review was conducted and anaylsis showed no trend for item/lot.